Event description:
It was reported that a progav valve was implanted in 2008. According to the complainant, the valve had adjustment difficulties. The valve has not yet been explanted. No harm to the patient has been reported in this case.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date because the product is still implanted. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.